Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that her son's blood glucose levels dropped to the 40 mg/dl range. She stated that she had given him food, ice cream, and candy and had her son eat every 15 to 20 minutes. She stated that her son was still low, so she brought him to the emergency room. She stated that her sons bg levels were 55 mg/dl when he was admitted. She stated that his levels were 167 mg/dl at the time of the call. She stated that his levels were 167 mg/dl and wanted assistance with locating the pdm settings. After checking through the settings, the nurse stated "on the 7th (5/7) it was 0.6 and yesterday (5/8) it was 64 units." The nurse was uncertain how the settings could have been modified so severely which may have been the cause for the low bg levels.